Manufacturer narrative:
The received device had the cannula assembly fully deployed. Blood was observed on the adhesive pad. The formed needle was inspected and the needle tip was found to be bent and curled. This damage to the needle tip is confirmed to be the cause for the reported bleeding and bruising event. No housing or environmental seal damage was observed. Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. A root cause of unsure properly inserted could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported bleeding at the site and being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, a new pod was applied.